Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reports states that after infusion was completed and upon removal of the bag, black sediment was seen in the line. An update was received and it was confirmed by the facilities lab, that the "black sediment" within the line was blood. No injury reported..